Event description:
Affiliate reported that the icp sensor could not be sensed after CT. The sensor removed and another product was used.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.